Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation for analysis nor was the lot number provided. Therefore, the root cause of this adverse event cannot be identified at this time. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported that a stroke occurred post transcarotid artery revascularization (tcar) procedure. The patient was slow to wake and weak in the left arm. Diffusion-weighted magnetic resonance imaging (dw-MRI) showed new white lesions in the right hemisphere. Patient status is unknown.